Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Device evaluation a sample was received to perform an investigation. A visual inspection of the this MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Functional testing was performed and the reported problem was duplicated. A review of the pump event history log found evidence an alarm displayed and acknowledged in the history. The root cause of the reported issue was found to be caused by an inoperable air detector. Actions were taken to mitigate the reported issue: the air detector was replaced.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited air in line alarm on fully primed sets. No patient injury reported.